Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The white wire cable to connector j2008 on the auxiliary pca and the high-voltage wires were broken. The monitor enclosure was cracked open and showed signs of physical abuse. The root cause for the damaged monitor and broken wires could not be positively identified, but was likely excessive force. No adverse event resulted form the defective monitor.